Event description:
Customer reports that needle breakage occurred during a laparoscopic tubal ligation. There were no adverse consequences to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.